Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 300 mg/dl to 400 mg/dl. Customer reported the battery compartment was corroded. During troubleshooting, found multiple bad battery alarms, no power alarms, button error alarms, and no delivery alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with totally destroyed case, lcd glass and electronic assembly, also had corroded battery tube and missing the keypad. Unable to verify button error alarm due to missing keypad. Unable to verify excessive no delivery alarm, failed battery test alarm, bad battery alarm or off no power alarm due to damaged electronic assembly.